Manufacturer narrative:
Information not provided. Lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. The cause of the skin reaction may be related to several factors including site preparation, application, and site maintenance. The product IFU contains detailed instructions related to site preparation, dressing application, site care, dressing change assessment, and dressing removal. The local 3m account representative has followed up with the facility to schedule product education.

Event description:
A nurse reported a patient experienced redness, blisters and skin excoriation at his right jugular temporary dialysis catheter site. 1658ns tegaderm chg dressings had been applied to the site. The temporary jugular dialysis catheter was removed, and a new temporary dialysis catheter was inserted into a femoral site. A foam dressing was applied to the right jugular area, the site was reportedly improved 4 days later and totally healed 10 days after the initial report.